Event description:
It was reported that the bd intima-ii¿ closed IV catheter system septum was loose and fluid leaked past it. The following information was provided by the initial reporter, translated from chinese: "this occurred in the radiology department, where a loose septum was found to be popped out during CT scan, resulting in fluid leakage, which led to the replacement of the indwelling needle and re-administration of the patient".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on our engineers evaluation of the provided photograph and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system septum was loose and fluid leaked past it. The following information was provided by the initial reporter, translated from (B)(6): "this occurred in the radiology department, where a loose septum was found to be popped out during CT scan, resulting in fluid leakage, which led to the replacement of the indwelling needle and re-administration of the patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.